Event description:
It was reported that the patient was explanted of the vibrant soundbridge and re-implanted with a cochlear implant on (B)(6) 2014, due to progressive hearing loss leaving the patient outside of the indication criteria for a vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.